Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and to call back if any further issues arise.